Manufacturer narrative:
This complaint was generated from literature review for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: shi, sheng, et al. "Comparison of 2 zero-profile implants in the treatment of single-level cervical spondylotic myelopathy: a preliminary clinical study of cervical disc arthroplasty versus fusion." Plos one 11.7 (2016): e0159761. Received: may 20, 2016 accepted: july 7, 2016. N=7: anterior migration of the discover prosthesis( 2 out of 7 patients with anterior migration also suffered prosthesis subsidence and new anterior osteophyte at the superior adjacent level); n=1: grade iii heterotopic ossification.